Event description:
The affiliate stated the customer reported reproducible and (B)(6) surface antigen ((B)(6)) result, for one patient, involving unicel dxi 800 access immunoassay system. The initial result of (B)(6) did not correlate with the patient's clinical presentation. The sample was re-centrifuged and reanalyzed and recovered a result of (B)(6). The customer performed confirmatory test which also indicated the sample was (B)(6) with a value of (B)(6). The customer then performed diluted confirmatory test and obtained (B)(6) results. The patient sample was sent to a specialized laboratory and produced a (B)(6) result, utilizing an alternate methodology. The erroneous result was not released out of the laboratory. There was no patient consequence associated with this event. The customer sent the patient sample to beckman coulter customer product line support (cpls) laboratory for further analysis.

Manufacturer narrative:
There is no indication service was dispatched for this event. The customer indicated quality control (qc) performed within the laboratory's established ranges between (B)(6) 2012. A routine system check, performed on (B)(6) 2012, passed within instrument specifications. Heterophile analysis at beckman coulter customer product line support (cpls) laboratory confirmed the existence of interfering substances leading to a (B)(6) result. The cause of the event was interfering substances in the patient sample. Product labeling indicates: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies.